Manufacturer narrative:
On 26-aug-2020, the investigation on the suspected medical device was completed. Investigation summary: upon visual evaluation of the provided image, the device was observed to be discolored. During visual evaluation of the device, the shell appeared to be opaque/discolored. Leak test was performed, in accordance with mentor procedures, and no leak sites were detected. Discolor condition can be generated due to combined triglycerides and free fatty acids that are more saturated that migrated into the gel filler of the device in vivo leading to the discoloration of the normally clear gel. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 6-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a revision breast augmentation with a 375cc mentor memorygel breast implant (left) and an unspecified mentor gel breast implant(right) experienced bilateral grade IV capsular contracture, left-sided surgical intervention postoperatively. After the implantation of the implants, the patient underwent fat grafting for one of her breasts. Since the impacted side is unknown, it will be reported as left-sided at this time. The patient had been suffering the capsular contracture, breast asymmetry, and breast pain since the date of implantation. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2020. Upon explantation, her surgeon observed that the left-sided device had an opaque/ milky appearance. If additional information is received in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.